Event description:
It was reported that the pump stopped all insulin delivery. Prior to the issue, the pump had been placed into the washer with bedding and had been bumped during the wash cycle. The customer's blood glucose level was impacted (elevated). The customer did not have alternate insulin therapy available at the time of the event; however, reported that alternate insulin therapy would be obtained from his health care provider.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.